Event description:
False negative result (s). Used these tests for our family of five that was exposed to covid on christmas day. We started having symptoms on 12/28. All of us received a negative result with these rapid tests on 12/29, but went in for a pcr on the morning of 12/30 and four out of five of us were pcr positive.